Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the system pca, blower assembly, blower bellows, blower mount, tubing-fi02, tubing- system pca, tubing-blower chassis, tubing- low flow 02, outlet side, dual limb cup, and muffler assembly were replaced due to contamination. The front panel was replaced due to a pinched keypad ribbon still functional replaced as a precaution and reinstalled the software.